Event description:
Procedure for lead extraction of ra and rv leads. The atrial lead was extracted safely. The physician used a 14 fr glidelight which did not progress over the distal third portion of the proximal coil of the lead, so switched devices to a 16 fr glidelight, but could not advance over the proximal end of the coil. Ultimately the physician was able to advance the 16f glidelight over the end of the coil, and the lead seemed to move freely in the svc with tension but seemed like something with the actual lead was impeding advancement. Finally the point gave way and the 16f advanced to the atrial appendage. After 5 minutes, anesthesia noticed an effusion and bp dropped. Rescue efforts were implemented immediately; CPR was given. 2 cm svc tear identified. Tear was repaired via sternotomy and patient on bypass; fortunately patient survived procedure.